Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on a performa nano meter, on two different days, within 10 minutes: 559 mg/dl, 137 mg/dl, 88 mg/dl, hi (>600 mg/dl), hi (>600 mg/dl), and 164 mg/dl, on one day. On another day, 489 mg/dl, 230 mg/dl and hi (>600 mg/dl). No adverse event reported. Return of the suspect device was requested for evaluation and replacement was sent.